Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted due to infection and erosion. It was noted that there was a hole at the device pocket the size of a quarter and you could visually see the s-ICD through the hole. No additional adverse patient effects were reported.